Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing cracking and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20350e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported when using the 17 inch ext set w/.2mf & vlv port there was a damaged/deformed product - device is operable. The following information was provided by the initial reporter. The customer stated: " the tpn tubing was cracked and leaking where the buretrol tubing connects to the 0.2 filter extension.